Manufacturer narrative:
The investigation of automated imeplla controller (aic) - controller failure (red alarm) has been completed. The logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The cause of the aic issue was a software issue. E2 was inadvertently reported incorrectly on manufacturer device report. E3 was inadvertently reported incorrectly on manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure alarm twice. The aic was removed. There was no patient involvement.